Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 no product was returned. However, one image was provided showing the fractured instrument at the tip. There are also 2 small broken pieces visible. Therefore, the reported event can be confirmed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.

Event description:
It was reported that a lag screw reamer tip broke off during an initial procedure and the stop assembly was not working, small pieces of the lag screw were left inside the patient. It was reported that there was a delay of 60 minutes and the surgery was completed using the same instrument. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). D10: cephalomedullary lag screw stop assembly item#:00249000345 lot #65577094: g2: foreign: south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.